Event description:
Boston scientific crm received infomration that a pocket revision was performed due to pocket erosion. There was no sign of infection and the culture was negative. The exposed suture sleeve was cut off and the system was re-implanted and re-sutured. There were no adverse patient effects as a result of the pocket revision procedure.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.